Event description:
It was reported by the field clinical representative (fcr) that this cardiac resynchronization therapy defibrillator (crt-d) could not be detected with the programmer wand despite troubleshooting. Magnet checks did not produce consistent beeping tones. The fcr later reported that the healthcare professional (hcp) stated the device had reached elective replacement indicator (eri) nearly two years ago. Technical services (ts) suspected the device to be non-functioning, consistent with eri having been triggered nearly two years prior. The provided images showed pacing spikes, which were not believed to represent true pacing. To date, this crt-d remains in service. No adverse patient effects were reported.